Event description:
Medtronic received info that the pt with this bioprosthetic pulmonary conduit valve exhibited symptoms of congestive heart failure. An echocardiogram was obtained, which demonstrated central regurgitation, with a peak gradient of 10 mmhg. The conduit appeared dilated. The valve was subsequently explanted and replaced without reported complication.

Manufacturer narrative:
Analysis: the product was received in tan formalin in a specimen container. The valve was received cut into many pieces. Most of the pieces appear to be conduit wall. The excised leaflets are flexible. One partial commissure was received with leaflet remnants attached. Remnants of pannus remain attached to several of the conduit wall pieces. Radiography shows no evidence of mineralization in the conduit wall pieces and leaflet remnants. Due to the condition in which the valve was received, the root cause for the reported regurgitation could not be identified. Conclusion: given the condition in which the valve was received, analysis could not determine the cause for the central regurgitation. The product was explanted and replaced without reported complication.